Event description:
It was reported that the autopulse platform was used on a (B)(6) year old female patient in cardiac arrest. After approximately two minutes of compressions, the platform began to beep and displayed a "low battery" message. The crew reverted to manual CPR (exact length of time was not provided). Return of spontaneous circulation (rosc) was achieved once the patient was placed in the ambulance. Patient was transferred to the cardiac unit after arrival at the hospital. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The li-ion battery associated with this complaint was not returned for evaluation. The reported complaint was confirmed through platform archive review. It was determined that the serial number (s/n) of the battery being used at the time of the event was s/n (B)(4)and that the platform had stopped compressions as a result of use of this battery while it was in a low voltage/low remaining capacity state. Based on the information above. Serial # and device manufacture date have been updated. Please see the following related MFR. Report #: 3003793491-2014-00354 for investigation results of autopulse® resuscitation system model 100 with sn: (B)(4).

Manufacturer narrative:
Customer also reported that the autopulse li-ion battery had been placed into the platform anywhere from 26 to 72 hours. Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Please see the following related MFR. Report #: 3003793491-2014-00354 for autopulse® resuscitation system model 100 with sn: (B)(4).